Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was a long, diffuse, and complex lesion in the right coronary artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. A flushing attempt was made with normal saline to remove air. However, the catheter was suspected of being blocked and could not be flushed. The catheter was immediately replaced with a new one, after which flushing and air removal were completed successfully, allowing the procedure to continue. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The target lesion was a long, diffuse, and complex lesion in the right coronary artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. A flushing attempt was made with normal saline to remove air. However, the catheter was suspected of being blocked and could not be flushed. The catheter was immediately replaced with a new one, after which flushing and air removal were completed successfully, allowing the procedure to continue. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.